Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the device was being applied to the breast tissue in an open lipectomy procedure, the thread detached from the needle. A new suture was used to complete the case. There was no patient injury.